Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the initial report, h10 has incorrect statement in regard to the manufacturing record evaluation (mre). Device lot number is available for the mre review. Please see the correct statement in h 11. Manufacturer¿s reference number: (B)(4) the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na .(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction with a mentor memorygel, 600cc silicone prosthesis experienced right sided rupture post procedure. An MRI examination was performed, and rupture was confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.